Manufacturer narrative:
According to the technician's statement, the repair of the device was handled by the customer himself. It was claimed that the exhalation valve mainboard component was damaged and its replacement solved the issue. The device was put back into clinical use. No clarification was provided regarding the defective part and it is unknown which board exactly was replaced by the customer. No more information will be provided. There was no on-site visit by our technician. Unfortunately, the device's logs have not been provided. The cause of the reported event has been determined and it is related to replaced part. The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number and manufacture date can be provided.

Event description:
It was reported that the ventilator generated an alarm indicating leakage. There was no patient harm. Manufacturer's ref. #: (B)(4).